Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies, (B)(4) on the (B)(6) 2016. Routine testing confirmed that this device was installed by the customer on (B)(6) 2016 and performed to specification up to the (B)(6) 2017. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring up to the last log entry on (B)(6) 2017. During the investigation corrosion was observed on multiple tracks on the membrane tail. This resulted in the multiple power ups of mainly ten minutes duration recorded within the history log which will have depleted the pad pak. The corrosion on the membrane tail would indicate that the device had been subject to adverse storage conditions, although this could not be confirmed by any other means. The membrane tail conductors have a gold coating to mitigate against the corrosion of the copper. This will significantly decrease the probability of corrosion where the device is exposed to adverse environments outside of those recommended by heartsine. However storage in this type of environment for extended periods of time may still result in corrosion. Defects within the gold coating would also decrease the effectiveness of this mitigation in the event of adverse storage conditions, however this was not confirmed.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator flashing.